Event description:
Failure to alarm: there was no drainage in canister or tubing, but all around the dressing it pools and area skin is macerated and no alarms were sounding.

Manufacturer narrative:
Smith & nephew received the above product complaint for adverse event. No samples or pictures were received for evaluation; however, the kit lot number was provided. The investigation from the kit manufacturer revealed no similar previous complaints reported for this type of issue and a review of the device history record and quality assurance records revealed no non-conformances reported for this lot number during the manufacturing process. From the complaint description, it can be concluded that the device and system was working properly (i.e. Dressing was compressed and the system showed correct pressure reading). A possible root cause for the pooling of fluid on the dressing is the position of the device related to the wound site. The patient had a heel wound. It is likely that the patient had the pump positioned above the wound site (i.e. Sofa) and thus it prompted the pooling of fluid. Both the troubleshooting guide of the renasys pump and the instructions for use (IFU) for the renasys kits with soft port indicate in the precautions section that the device and system tubing should be positioned level or below the wound. The complaint is deemed unconfirmed. However, as a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f small w/ soft port.